Event description:
Out-of-range impedance values were reported. It was thought that the out of range values might have been due to the possibility that only one octad and one quad were implanted, as the representative stated that #12-15 were out of range. It was reported that the battery level was 2.9 and the pt had a few more years remaining. Additional info received reported that the hcp wanted to replace the implantable neurostimulator due to the end of battery life based on usage. The pt was receiving stimulation but it was not covering the pain. Reprogramming and impedance checks could not fix the problem. The pt received a new implantable pulse generator and leads. The pt received good coverage and pain reduction. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).